Event description:
A malfunction alarm labeled malf 0 was reported by the customer, with no notable events occurring prior to the incident. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump; the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support again if the issue reappeared.